Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a protruded/loose drive support disk. There was no compromised force sensor system alarm. The pump had a minor scratched lcd window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 272 mg/dl. Customer stated that the insulin was shooting straight up and would not stop during priming. Customer treated with a bolus through the pump. Customer stated that she dropped the pump when she took it off. Customer stated that the drive support cap appears normal and her husband pressed the drive support cap a little bit. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.